Manufacturer narrative:
The pin was returned to the manufacturer for evaluation. Visual inspection confirmed that the pin was bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while in a spinal fusion, a percutanous pin was damaged and could not be used when attempting to insert it into the anatomy. A separate pin was used to complete the procedure. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
UDI and manufacture date updated. If information is provided in the future, a supplemental report will be issued.